Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain cycle six) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 08:25:04. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.